Event description:
A balloon rupruted on the first inflation at six atmospheres during an iliac angioplasty of a calcified lesion via an ipsilateral approathc, another balloon catheter was used to successfully complete the procedure without pt complicatons. Tghe device has been destroyed by the user facility. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which as been associated with overpressurization or use in a calcified lesion. Since follow up indicated this device was used in a calcified lesion, co believes this contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "due to the extremely thin wall thickness of the balloon, these balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptured during dilatation, immediately discontinue the proceudre. Deflate the balloon. Di not reinflate and remove carefully."